Event description:
It was reported that the patient underwent an explant procedure due to inadequate pain relief. All device components were removed and not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 14702626/15778721.